Manufacturer narrative:
Product analysis: the hawkone was returned to medtronic investigation lab for evaluation. The device was returned connected to a cutter driver inside a red biohazard bag. On the biohazard bag a hawkone device sticker was attached. No other ancillary devices were included. The red biohazard bag was opened and it was discovered the distal housing assembly was fractured apart and placed inside a specimen cup. The fractured off portion of the distal assembly was removed from the cup and inspected. The approximate length of the housing was 5.5cm. Under microscope it was found the proximal portion that showed the tecothane had rounded edges and the platinum iridium coil was stretched out proximally. The proximal portion of the guidewire tubing showed tearing, but did not continue throughout the entire segment of the guidewire tubing. A guidewire from the lab was loaded onto the guidewire tubing in order to verify the tear was not present to the entire segment of the tubing. The proximal portion of the returned hawkone connected to the cutter driver showed the drive shaft exposed out from the fracture face of the housing assembly approximately 2.5cm. The fracture face was radial. The exposed cutter assembly showed no damages or anomalies. The fracture face of the housing was at the proximal edge of where the laser drilled coils initiate and distal the anchor pockets. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to treat a severely calcified, moderately tortuous lesion of 70-95% stenosis in the left proximal-mid superficial femoral artery. The artery diameter was approximately 6mm and lesion length is not specified. There were abnormalities reported in relation to anatomy, the sheath had difficulties in cfa due to calcification. A 6f non-medtronic sheath and 014 spider were used. Embolic protection was used. Procedural stroke cineradiography images are not available. The vessel was not pre or post-dilated. The IFU was followed during preparation, procedure, post-procedure. Moderate resistance was felt during advancement. It is reported that the device was unable to cross. The device would not pass distal lesion but did pass the target lesion. Another device was able to cross lesion, a trailblazer support catheter. Severe resistance was felt during withdrawal. It is reported the tip detached, separated at hinge pin. The hawkone was stated to have made multiple passes with one insertion, but upon removal the device would not retrieve back into the sheath for removal. The hawkone separated leaving the nose cone in the body. The decision was made to remove the sheath and spider all together. This allowed the detached tip to be removed from the body leaving nothing behind. They stated that plaque was removed from the nose cone after it was flushed out on the table. The procedure was completed. It is reported that the patient was without injury and all items where removed from patients body. Hemostasis was obtained and patient went home. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Additional information: the hawkone tip detached. There was no issue reported for the trailblazer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the cutter was located outside the housing upon device removal from the patient. There was no vessel damage and the patient is doing fine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.